Event description:
Additional information received reported that the patient's neurostimulator was explanted at the same time has the lead.

Event description:
Follow up information received confirmed that the leads were completely removed and no "parts" remained in the patient. It was noted that the lead was given to the hospital for disposal. The physician was unsure why the lead was cut and only part of the lead was returned for analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Serial number: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the battery had reduced capacity due to over discharge. The ins was received with no telemetry and no output. A normal recharged started automatically after a physician mode recharge. This was the only recorded recharge session. The parameter trend diagnostic section of the trace report shows patient usage from (B)(6) 2012 through (B)(6) 2012. The device went into lock mode on (B)(6) 2012. Analysis of the lead (serial # (B)(4)) found that the product was segmented.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a loss of strength, including weakness and a loss of motor function in the legs. The lead was removed. It was reported that there was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.